Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. The patient was discharged. At an unknown timepoint, a leak of unknown size was noted. No further information is available at the time of this report.